Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient¿s device was non-functioning and wouldn¿t charge for the last 5 to 6 months. No symptoms or complications were reported.